Manufacturer narrative:
Analysis confirmed lead passed testing, no anomalies found. This information is pertinent as it contributes to the overall understanding of the event. Due to no response from the rep, no impact to MDR decision.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.